Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suture cut needle driver instrument had a broken cable and the fragment fell inside the patient. The fragment was retrieved in the same procedure. An x-ray was taken to rule out remaining retained fragments. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the surgical task that was being performed when the device fragment fell inside the patient was suturing. The instrument was used for just a few minutes prior to the issue. The instrument was inspected prior to use and no issues were noted and the fragment falling issue was unknown. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure until the cable broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. There were potential fragments. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.